Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose did not come down. Customers blood glucose level was 159 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin passed displacement test and they declined to perform the high-pressure test. No harm requiring medical intervention was reported. The device will not be returned for analysis.